Event description:
A (B)(6) female with a history of pelvic organ prolapse and urinary incontinence, who underwent a robotic sacrocolpopexy and transvaginal sling on (B)(6) 2015. Abnormalities were noted in her surgical case. Her recovery was uncomplicated and she was discharged home on (B)(6) 2015. In (B)(6) 2015, she complained of persistent abdominal pain, and imaging revealed that she had a foreign body in her abdomen. On (B)(6) 2015, she underwent a laparoscopy and a 2.5 cm retained object was removed. The procedure was uncomplicated and the patient was discharged home the same day. The retrieved foreign body appeared to resemble the diaphragm from one of the several trocars used during the (B)(6) 2015 case. Further investigation with photos obtained from the manufacturers showed it was most likely the diaphragm from a 12mm trocar manufactured by applied medical .